Event description:
It was reported that this right ventricular (rv) lead had triggered an alert due to a low out-of-range pace impedance measurement less than 200 ohms. This rv lead remains in service. The patient was referred to the clinic. No adverse patient effects were reported. Additional information received indicated that this right ventricular (rv) lead also exhibited intermittent loss of capture (loc). It was later discovered that there was an issue with the pacemaker. At the time of device changeout, the lead to device header connections were checked and were fine. The rv lead was connected to a pacing system analyzer (psa), and lead measurements were noted to be within normal limits. The pacemaker was explanted and replaced. After connecting the rv lead with the replacement device, rv pacing impedance measurements were noted to be within normal limits as well. The rv lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead had triggered an alert due to a low out-of-range pace impedance measurement less than 200 ohms. This rv lead remains in service. The patient was referred to the clinic. No adverse patient effects were reported.